Event description:
A physician reported a pt who had a replacement of the implant in the right upper vermilion border on 8/21/94. No prophylactic antibiotic regimen was prescribed post-op. On 9/9/97, the pt reported that the implanted areas felt uncomfortable, especially at the ends of all three implants. On 9/24/97, the pt was examined and the nurse noted signs of infection. The right upper vermilion border was erythematous, edematous, and exuded a yellow, purulent fluid from the lateral incision site. Erythromycin 250mg orally four times daily for 5 days was prescribed. On 9/26/97, the pt was examined by the physician, who noted that the symptoms had improved. Although the infection seemed to be located in only the right upper vermilion border implant, the pt reported discomfort at the end of all three implants. On 9/30/97, the infected right upper vermilion border site was still open and oozing. On 10/1/97, the physician removed the right upper implant, and considered removing the other two implants as well.